Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer irrigator aspirator (ria) reamer shaft broke at the tip (proximal to the reamer head) during a surgical procedure on (B)(6) 2015. The break occurred during a bone grafting case to treat a non-union of a humerus fracture that was originally treated with non-synthes parts three (3) years ago. There was no reported surgical delay; the surgical team had gotten what was needed for the graft at that point during the procedure. No fragments were created or left behind as verified via fluoroscope. The procedure was successfully completed without further incident. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Unintended intraoperative fluoroscope. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: lot 7353282 ¿ manufacturer release date: november 7, 2013 criterion tool & die manufactured the drive shaft ¿ minimum 520 mm length ¿ for use with ria (part number 314.743 / lot 7353282). The supplier¿s certificate of compliance (dated october 23, 2013) indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes tabulated incoming final inspection sheet. No non-conformance reports were generated for this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one drive shaft, minimum 520mm length, for use with reamer/irrigator/aspirator (ria) (part 314.743 / lot 7353282) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ the complaint condition is confirmed since the drive shaft was received with the distal tip broken off. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Specific details regarding the technique used/application which led to the device failure were not provided; however, it is most probable that use of an incorrect drive unit repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tip. A device history record review was performed with no findings noted. Further evaluation showed that, during use, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal for implants or prosthesis, to harvest bone and bone marrow, and to remove infected and necrotic bone in the treatment of osteomyelitis. The returned drive shaft was received with the distal tip, which mates with the reamer head, broken off. The break is roughly transverse and located at the proximal edge of the drive shaft helix. The broken tip was received showing wear and is approximately 46.5mm long. The proximal connecting post shows scraping. The balance of the device is in good condition. Thus, the complaint condition is confirmed but cannot be replicated as the shaft is already broken. A review of the current design drawing/manufactured revision was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued. As described in previous evaluations, it is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide states that no reduction drive or drills with a torque greater than 6nm be used. Devices with a torque of up to 17nm exist and were likely used in this case. Specific details regarding the technique used/application which led to the device failure were not provided; however, it is most probable that use of an incorrect drive unit repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tip. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.